Manufacturer narrative:
Telephone follow-up contact was made with the pt 26 days later. The pt reported being asymptomatic. Ace inhibitors were stopped for unspecified reasons. There were no adverse events reported. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt.

Event description:
As reported by the study in another country, during a percutaneous coronary intervention (pci), a small type a dissection occurred proximal to the deployed cypher stent. It was treated with another cypher stent. This pt presented to the cardiac catherization unit due to unstable angina and 3-vessel disease was found. Pre-procedure medications included aspirin, clopidogrel, statins and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pre-procedure cardiac enzymes were not provided. Pci was performed on a 90% de novo lesion in the intermediate/anterolateral artery of 12mm in length in a 3.0mm vessel diameter. The (b1) concentric lesion was characterized with a smooth contour and little to no calcification. Direct stenting was done with a 3.0x13mm cypher select stent at 15 atmospheres (atm) with satisfactory results. A type a dissection occurred proximal to the first stent and a 3.0x8mm cypher select stent was deployed at 17 atm to treat it. This was classified as possibly related to both the device and the procedure. Pre and post thrombin inhibition in myocardial infarction (timi) flows were not recorded. Intra-vascular ultrasound (ivus) was not used. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace-inhibitors and beta-blockers.